Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion when compared to the previous device check. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: remedial action type: blank was incorrect; the correct remedial action type is "recall". Correction: "blank" was incorrect; the correct response is "(B)(4) ".